Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was unknown. The customer believed their reservoirs were part of a recall, because they had reoccurring air bubbles in the reservoir. The customer was informed their reservoirs were not part of a recall and walk through step by step instructions for filling up the reservoir. The customer did note that the transfer guard does push insulin back out when removing it. However it was found the customer removes the reservoir with the insulin vial above the reservoir. This would cause the present issue to form. The customer was instructed while filling up a spare reservoir and assisted in purging out air bubbles. The device will not be returned for analysis.